Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple unspecified cartridge alarms occurred. There was no adverse impact to customer's blood glucose level. Multiple attempts were made to complete troubleshooting; however, no additional patient or event information was available.

Manufacturer narrative:
Additional: on 11 august 2021, the distributor verified that a cartridge alarm had not occurred on the pump. Multiple altitude alarms were confirmed. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 153 mg/dl. The customer reverted to alternate insulin therapy. Correction: h6 (remove: 1503).